Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilators outer diameter was measured, and dimensions were found within specifications. The hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The resistance reported by the customer could be related to the dislodged valve issue. A device history record review was performed for the finished device number lot: 50000201 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of hub component it was reported that the dilator was unable to be advanced into the vizigo sheath. The medical team applied a lot of pressure and tried different ways of getting it through the vizigo sheath but were unsuccessful. When the sheath was replaced, the issue resolved. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Dilator damage is not MDR-reportable. Hemostatic valve separation is MDR-reportable.